Event description:
The account alleged the brake casters will set but do not hold. No patient impact.

Manufacturer narrative:
The account replaced the brake cam pivots and mounting hardware to resolve the issue.